Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There was no allegation of an adverse event with this complaint. Customer support has attempted to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.

Manufacturer narrative:
This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Follow-up # 1: 09/21/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection it was noted that the battery compartment was cracked in three places; near the top as well as below the bumper pad and also between the bumper pad and the top of the pump. The keypad was also noted to have been cut and torn between the up and contrast buttons as well as peeling from the base. The contrast and down keys were found to be unresponsive and the ok and up keys were intermittently responsive. The keypad was removed and contamination was discovered underneath all of the key contacts. Additional damage was also noted on the battery cap as the threads were stripped. Unrelated to the original complaint, the display was also noted to be dim and discolored when powered on. The pump was opened and moisture corrosion was discovered on the sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.